Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The manufacturer received information alleging issues with a dreamstation auto device that was returned to a third-party service center as part of the recall process with no initial complaint. There was no report of patient harm or injury. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam degradation. There were secondary findings that the power connector of the unit is damaged, dust and dirt was observed inside the device. The device was scrapped. This report is being submitted for the power connector of the unit was corroded found during service.

Manufacturer narrative:
Section b5 was captured incorrectly in the initial report; it should be reported as: the manufacturer received information alleging issues with a dreamstation auto device that was returned to a third-party service center as part of the recall process with no initial complaint. There was no report of patient harm or injury. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam degradation. There were secondary findings that the power connector of the unit is damaged, and dust and dirt were observed inside the device. The device was scrapped.